Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 9/28/2007.

Event description:
A dr of optometry reports, a pt with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under MFR report number 1061857-2007-00490. Patient records do not indicate an injury for the right eye. At 8.75 months post-op, ucva in the right eye improved from 20/cf to 20/20. Bcva was not provided. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.